Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2022, patient underwent a course of antibiotic therapy due to redness and tenderness at the right breast implant level. On (B)(6) 2022, patient reports pain at the lumpectomy site and a red spot near incision. The biozorb is very palpable and has not dissolve completely. On (B)(6) 2022, patient related the presence of a red spot near the incision and very palpable biozorb implant. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.